Manufacturer narrative:
On prepping the device, the back indicator of a 6f/7f mynx control vascular closure device (vcd) would not deploy when inflating the balloon. The user tried again and the balloon broke. The device never entered the patient. There was no reported patient injury. The device was stored as per labeling and opened in a sterile field. The mynx vcd was prepped according to instruction for use (IFU). There were no damages noted to the device packaging. The device was not stored in temperature exceed 25 °c. There were no damages noted to the sealant sleeves after the device was removal from the package. The product was returned for analysis. A non-sterile mynx control vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Per visual analysis, both buttons 1 and 2 were not depressed, the syringe was connected to the device with the stopcock open, and the sealant was observed to have remained in the manufacturing position exposed to blood as received. The procedural sheath was not returned with the device. Per functional analysis, leak testing was performed by attempting to inflate the balloon from the returned device with water. The results revealed a leak in the balloon of the returned device. Functional testing on the inflation indicator of the returned device was also conducted, and no functional non-conformities were observed. The inflation indicator performed as intended per the mynx control IFU. Per microscopic analysis, a longitudinal tear in the balloon of the returned device, approximately 2 mm from the balloon¿s proximal neck was revealed. It was reported that ¿the device never entered the patient.¿ however, visual inspection of the returned device revealed that the sealant was exposed to blood as received. The condition of the sealant indicated that the device may have been inserted into the patient during the procedure. A product history record (phr) review of lot f2025503 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿inflation indicator extension difficulty¿ was not confirmed during analysis of the returned device. The inflation indicator performed as intended per the mynx control IFU. The reported ¿balloon loss of pressure-during prep¿ was confirmed during analysis of the returned device. The balloon loss of pressure was caused by a longitudinal tear in the balloon of the returned device, approximately 2 mm from the balloon¿s proximal neck. The exact cause of the reported event could not be conclusively determined. Handling factors may have contributed to the reported events. The IFU instructs to prepare the balloon and fill the locking syringe with 2 to 3 ml of sterile saline, attach to stopcock and draw vacuum. Check the luer connector and tighten if necessary. Inflate the balloon until the black marker on the inflation indicator is fully visible. Check for leaks in the balloon and syringe connector; retighten if necessary. Discard the device if the balloon does not maintain pressure. Check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum to remove bubbles and re-inflate. Deflate the balloon and leave syringe at neutral. Do not lock. Neither the phr review nor the product analysis suggests that the reported events could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. This device was received for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
On prepping the device, the back indicator of a 6f/7f mynx control vascular closure device (vcd) would not deploy when inflating the balloon. The user tried again and the balloon broke. The device never entered the patient. There was no reported patient injury. The device was stored as per labeling and opened in a sterile field. The device will not be returned for evaluation.